Manufacturer narrative:
Clarification to b3: partial date of event reported as 2020. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported left side "lymph node". Device remains implanted.

Event description:
Patient reported left side "lymph node". Healthcare professional later confirmed left side "intramammary lymph node on the lateral edge of the prosthesis (benign biopsy)". Patient later reported "pain" and "burning sensation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy", "pain", and "paresthesia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy; pain; "burning sensation" additional, changed, and/or corrected data: a5, b5, b6, d1, d2a, d2b, d4, d6a, e1, e2, e3, g2, g4, h4, h6, h11.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.